Event description:
It was reported to boston scientific corporation that a pinnacle mesh kit was implanted. According to the complainant, after the procedure, one mesh was removed since the patient experienced catastrophic mesh complications, including chronic pain, severe scarring, overactive bladder syndrome and restricted pelvic floor muscle movement. All other information is unknown. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.